Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to experiencing intermittent dizziness and bradycardia. Upon interrogation, it was found that the implantable pulse generator (ipg) had depleted prematurely. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt their 'heart stop'. It was also reported that the previous ipg the patient received had premature battery depletion. The ipg was explanted and replaced.